Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results for two patient samples using the elecsys ft4 ii assay (ft4) and the elecsys tsh assay (tsh) on the cobas 8000 e 602 module (e602), when compared to results from a competitor's analyzer. All results were released outside of the laboratory to medical personnel. This medwatch is for the ft4 results. Refer to medwatch with patient identifier (B)(6) for the tsh results. Refer to the attachment to this medwatch for all patient data. There was no allegation that an adverse event occurred. The e602 serial number is (B)(4). Investigation activities are ongoing.

Manufacturer narrative:
Four sample vials (two from each patient) were received for investigation. The samples from patient a were investigated, and the customer's high tsh results were confirmed. No interfering substances were identified. The samples from patient b were investigated, and no interfering substances or prewash issues were identified. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The reagent performed within specifications.

Manufacturer narrative:
A sample from patient a was investigated further with size-exclusion chromatography. A macro tsh was detected. Due to the different setups and antibodies used in tsh assays from different vendors, the effect on macro tshs on the tsh result may differ. The presence of autoantibodies may induce high molecular weight complexes (macro tsh) which may cause unexpected high values of tsh. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. Assays from different vendors can generate different results, which may account for the mathematical difference of the ft4 results generated with the assays from roche diagnostics and abbott. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. A sample from patient b was investigated further. No interfering substances were identified. The differences of the ft4 values, generated with analyzers from roche diagnostics and abbott, cannot be explained with available methods and the current state of the art. Assays from different vendors can generate different results, which may account for the mathematical difference of the tsh results generated with the assays from roche diagnostics and abbott. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The reagent performed within specifications.